Event description:
Information received by medtronic indicated that the insulin pump had crack on pump. No harm requiring medical intervention was reported. The insulin pump was returned for further analysis.

Manufacturer narrative:
Retainer ring= black on (B)(6) 2021 customer called in: crack in pump. No further details. P-cap locked in place properly during testing. Unit passed displacement test. Unit received with cracked and bleeding lcd window top right corner, missing segments, cracked case (battery tube) and cracked battery tube threads. Unit was cut open and perform a visual inspection on lcd glass and electronic assembly. It was determine that during visual inspection cracked traces on lcd glass between the lcd controller and lcd image area causing missing segments. In summary, customer allegation for cosmetic damage was confirmed during visual inspection when cracked case (battery tube) and cracked battery tube threads were noted. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.